Manufacturer narrative:
The investigation into the reported purge leak and purge cassette leak was completed. The pump and purge cassette were returned for evaluation. Visual inspection of the pump confirmed a crack in the yellow luer. Based on the available information, the root cause of the purge leak was determined to be yellow luer damage most likely as a result of use. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 53-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge cassette leak coming from the cassette five days into support. The purge cassette was replaced without issue. On the 27th day of support a purge leak was reported to be coming from the yellow luer. Staff observed that the purge cassette may have been misaligned when threaded onto the yellow luer. No further information was provided. There was no reported harm to the patient.